Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the drawers were not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
E. 1 initial reporter facility name: (B)(6). Additional information: section h imdrf annex codes. Correction: section e initial reporter facility name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, the field service engineer (fse) tested the station and found no failures. The fse confirmed that pharmacy nurse had previously recovered the tower door. The fse conducted diagnostic tests on both towers to confirm functionality. The system functioned as intended after field service engineer the tested the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the drawers were not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.